Manufacturer narrative:
Service order (B)(4) completed: service engineer changed leak strip and collect pressure sensor; cleaned below bowl stand and clips. Covers were also removed and cleaned. Performed system checkout procedure successfully. This complaint will be closed; if additional information is received, complaint will be re-opened and investigated accordingly.

Event description:
In a double needle treatment, after 168 ml whole blood processed, the centrifuge bowl broke and there was an alarm #7. Css confirms the bowl was correctly installed. Treatment was aborted, no transfusion was made and the patient is coming back tomorrow for a new treatment. Central line, platelets 88*10^9/l, acd-a used as a/c service order ((B)(4)) was dispatched for checking and cleaning. The customer has agreed to return the kit and provided photos for investigation.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d101. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break nor for alarm #7: blood leak? (Centrifuge chamber). A corrective and preventive action has been initiated for centrifuge bowl leak/break. No corrective and preventive actions was initiated for alarm #7: blood leak? (Centrifuge chamber). The kit was returned for analysis and photos were provided by the reporter. Analysis of the photographs provided by the reporter confirmed that a leak occurred due to the centrifuge bowl brake. Examination of the returned kit components confirmed the reported bowl break. A large piece of the bowl assembly had separated from the rest of the bowl assembly. No manufacturing defects were found during the product evaluation. The analysis determined the likely root cause of the bowl break was improper installation of the bowl. No further action will be conducted at this time. (B)(4).